Event description:
Customer called stating that the meter does not always turn on and that sometimes segments are missing. A review of the system was conducted and it was determined that segments were missing in the hundreds position. Customer was asked to return the meter for evaluation. A replacement meter was provided and the customer was invited to call 24/7 with future questions/concerns.